Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned therefore no analysis could be performed. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Video was provided and reviewed which showed the evolut bioprosthesis deployed to 80% and subsequently deployed to 100% and the dcs removed. There were no images which indicated the cause of the reported event. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the patient had a calcified anatomy and a tortuous thoracic aorta. This indicates the probable cause of the advancement issues was patient anatomy. However, without the evidence available, an assignable root cause could not be determined and a relationship to the dcs could not be established. Per the physician, the pericardial effusion was likely caused by an aortic dissection. Vascular access related complications, such as dissection and pericardial effusion, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, an assignable root cause of the vascular complications could not be determined and the relationship to the dcs could not be established. Following the implant, the patient acutely hemodynamically decompensated, resulting in intubation and cardiopulmonary resuscitation (CPR). After an unknown timeframe, the patient died. Per the physician, the cause of death was sepsis or cardiogenic shock. With the information available, a conclusive assessment of the relationship between the death and the device could not be reached. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications were related to this event. Updated data: h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was reported that the patient had a calcified anatomy and a tortuous thoracic aorta. As the delivery catheter system (dcs) was advanced, there was resistance felt at the sinus of valsalva (sov). It was unknown if the dcs was torqued or twisted. The valve was deployed to 80% and a pericardial effusion was observed. Per the physician, the pericardial effusion was likely caused by an aortic dissection. According to the physician, the likely cause of the dissection was the dcs. The targeted positioning of the valve sealed the dissection. Pericardiocentesis was performed. Following the implant, the patient acutely hemodynamically decompensated, resulting in intubation and cardiopulmonary resuscitation (CPR). After an unknown timeframe, the patient died. Per the physician, the cause of death was sepsis or cardiogenic shock.